Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle five. The patient's ultrafiltration reading was 28697ml, indicating the home patient (hp) drained 28697ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation was completed. This is an ancillary service event. The iipv event was confirmed through an event history log review. The assignable cause was determined to be an unexpected high uf for therapy compared to other therapies. Should additional relevant information become available, a supplemental report will be submitted.